Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported he experienced malaise and a loss of consciousness and was seen at a hospital where he was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported he experienced malaise and a loss of consciousness and was seen at a hospital where he was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information - (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and performed simvivo test. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported he experienced malaise and a loss of consciousness and was seen at a hospital where he was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.